Event description:
The product was used during a CABG. Reportedly, the suture broke on the aorta pursestring resulting in oozing and blood leakage. The pt went back onto bypass. The surgeon was able to finish the procedure with a different suture lot.